Manufacturer narrative:
The leads involved in this event are part of a notification/recall and the notification number indicated is part of the same lead model family; with one of the correction numbers being: z-0067-2008-6931. Possible lead models referenced in the article could include: 6930, 6931, 6948, and 6949.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The gender of the baseline characteristics is male and the baseline age is approximately (B)(6). The age range of patients¿ age at the time of the procedure is 18-35 years of age. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include the sprint fidelis(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverter defibrillator therapy in young patients with cardiomyopathies and channelopathies: a single italian centre experience. Journal of cardiovascular medicine. 2016;17(7):485-493.

Event description:
A journal article was reviewed which contained information about implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported that there were patients who experienced inappropriate shocks. There were also reported lead fractures, dislodgements, and non-specific lead "failures." There were also patients who had infections, perforations, and hematomas noted. The article indicated that these complications required surgical intervention. The status of the leads is unknown. It was also noted that the leads were part of the recall advisory. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.